Manufacturer narrative:
(B)(4). This device was not returned to the manufacturer. Discarded.

Event description:
The dentist reported a fractured screw and was able to retrieve the broken piece. The dentist had to cut off restoration to gain access to fractured screw.

Manufacturer narrative:
The abutment was returned and the fractured screw was not returned. The abutment was severely damaged. The device history record review did not provide any indication that a manufacturing deviation contributed to the event reported. A definitive root cause has not been determined.